Manufacturer narrative:
The device was returned to the manufacturer; however the full investigation was not completed at the time of this report. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on october 4, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scuffs and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was not flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The width plates all appeared to be in good condition. Repair of the air dermatome was performed by zimmer biomet surgical on october 6, 2016 which included replacement of the standard repair parts. The service technician noted that they were unable to duplicate the complaint. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the full investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device won't hold the blade. Additional information received on october 4, 2016 stated that the event occurred during surgery on (B)(6) 2016. The event occurred as the surgeon was attempting to obtain a graft, but the dermatome was not working properly. Additional medical intervention/additional surgical procedure was required as an unplanned graft harvest had to be taken. There was a delay in surgery of 30 minutes and the patient was under anesthesia at the time of the delay. An alternate device was not required to be utilized to complete the surgery. The proper surgical technique was utilized; the blade was placed properly and the device was at room temperature. The device has only been repaired by zimmer biomet.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2016 where it was reported that the device was not grafting and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, and width plates were replaced. This is not a related issue. The air dermatome was manufactured on august 31, 2011, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event was unconfirmed since during the repair the service technician noted that they were unable to duplicate the complaint. During the repair the service technician noted that they were unable to duplicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.